Manufacturer narrative:
Review of diagnostic images was performed. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. A grade d dissection was discovered after treatment with the lutonix dcb. The hcp reportedly believed the dissection was associated with the lutonix dcb. The hcp treated the dissection with a tack endovascular system successfully. A definitive root cause for the dissection was not able to be determined. In addition, it was unknown if concomitant products used during the procedure were a contributing factor. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Diagnostic images of the procedure were obtained from the facility for review. Conclusion: the actual sample will not be received for evaluation. Upon completion of the investigation of the diagnostic images, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported, after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a grade d dissection occurred. The health care professional (hcp) treated the grade d dissection with an intact vascular tack endovascular system. The patient was discharged the same day, with no additional adverse patient effects reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00067.